Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the operator encountered placement difficulties. It was noted that the guidewire could not enter into the right ventricular (rv) lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.